Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to jit management console. The technical support specialist logged into idm admin and searched for the affected user. The old user account was renamed with the suffix "old". Steps were then provided to the user for re-registering through the jit web portal. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ es server, the user was unable to login to jit management console. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.